Event description:
It was reported that during use of the fiber, the physician saw "a flash". The consoled was placed on standby by the laser technician and it was noticed that the outside of the sheath had melted. The fiber was cleaved and restriped to complete the case without clinical consequences to the patient.